Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The stapler instrument was placed on an in-house system and failed to initialize. An in-house reload was inserted into the stapler and was able to be placed and removed with a normal amount of force. No other physical damage was found. A review of the logs for sk2189 on 03/18/2019 showed the system detected two reloads (one blue reload and one white reload) installs where no clamps or fires were attempted. The master supervisory controller (msc) logs did not show any related errors; however, it was noted that an emergency stop (e-stop) was pressed six minutes after the last stapler event. Fa noted there was nothing in the logs that would explain the reload falling into the patient. A follow up MDR will be submitted if additional information is received. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged a reload accessory fell out of the stapler 45 instrument and into the patient. While the fragment was retrieved and there was no report of patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, a white stapler reload fell out of the stapler 45 instrument and into the patient when the surgeon opened the stapler jaws. The customer was able to retrieve the reload using a laparoscopic instrument. The surgeon was unable to close the jaws of the instrument, as they were jammed. The customer used a stapler release key (srk) to adjust the jaws but was unsuccessful. The customer reported they removed the stapler instrument with the cannula and were proceeding with the procedure using a manual stapler. Once the stapler instrument was outside of the patient, the customer was able to remove the cannula from the stapler instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse reported that the surgeon was trying to staple kidney tissue and was unable to staple at all. It was noted the surgeon attempted to reposition area of clamping, when the issue occurred. There was no tissue in the jaws and no obstructions of any kind. The stapler did not fire; however, the stapler reload fell during repositioning. There was no bleeding reported. The nurse stated she did not observe any audible tone but did see a stapler malfunction error on the screen with instructions. The nurse confirmed the instrument did not make any contact with other instrument or other hard material during the surgical procedure. The site had a backup instrument but the surgeon decided to use a laparoscopic stapler instead. The procedure was successfully completed robotically.